Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #1627487-2016-01589. It was reported the patient's lead had migrated which was confirmed by x-rays. The lead was explanted and replaced which resolved the patient's issue.